Event description:
It was reported during the implant procedure, inserting the left ventricular lead into the header of the defibrillator was difficult. The lead was inserted properly into the header and the procedure concluded without incidence. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).